Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the "b" gas did not function. The user also reported that a screw came out of the calibrator, and the device failed to calibrate. The device was not used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.